Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through regulatory agency "implant ruptured, pain in breasts on going for years, rash on chest and arms. High levels of platinum detected in body. Inflammation and swollen chest, arms, hands. Elevated resting pulse". This record is for the left side. Device status is unknown.